Event description:
It was reported that the patient presented in clinic due to bacteremia from their implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and left ventricular (lv) lead. The ICD, rv, and lv leads were explanted and replaced. Patient's condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.